Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the limb from the humidifier to the patient limb disconnected and the patient circuit was unable to pressurize. The ventilator was being used for training when this reported issue occurred. There was no patient involvement.

Manufacturer narrative:
At this time, carefusion has not received the suspect device from the customer for evaluation. A device history record (DHR) review was not possible as the customer did not provide a lot number for the suspect device as the packaging had been thrown away. No further investigation is possible at this time.

Manufacturer narrative:
The vyaire medical manufacturing plant received the suspect device, a fisher & paykel mr850 humidifier flexible circuit with short heated wire, and evaluated the device. An evaluation of the device confirmed the reported issue and found that the clear tubing was disconnected due to a lack of adhesive.